Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 between 6:00-7:00 a.m., he was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that he "could not hear anything and (he) cannot clearly see his surroundings", stating he suffered a loss of consciousness. Customer's daughter called the paramedics and upon their arrival, a blood glucose result of 32 mg/dl was obtained on the hcp meter. Customer was reportedly diagnosed with hypoglycemia and administered a "mixed solution (sugar solution)" and then he felt better. There was no report of death or permanent injury associated with this event.